Event description:
The report co received from affiliate indicated that, during the coil placement, the prowler 14 (mc could not advance over the agility guidewire and the fourth coil unraveled in the mc. There was right femoral arterial access and the target site was the left posterior communicating artery (pcom) there was neither tortuosity nor calcification present. The aneurysm measured (6x5) mm. There were no abnormalities noted during the inspection of the product. Continuous flush solution was maintained through the mc. Three coils were inserted in the mc prior the reported event without any difficulties. During the insertion of the fourth coil resistance was met with the mc and the coil unraveled inside the mc at the time when was attempted to be withdrawn. The coil and the mc were removed together in a single unit. There was no pt injury.